Event description:
As reported by the patient¿s attorney, a vesica sling system (MFR report # 3005099803-2014-03114) and a protegen sling (MFR report # 3005099803-2014-03113) were implanted into the patient on (B)(6), 1997.according to the complainant, the patient experienced pelvic and vaginal pain, ongoing urge/stress incontinence, bowel problems, dyspareunia, extrusion of mesh, bleeding, recurrence requiring additional implant, revision surgery, back pain and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.